Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right-ventricular (rv) lead exhibited post paced t-wave oversensing. No resolution was performed. The patient condition was unknown.